Event description:
It was reported that the arctic sun device broke down while a patient was on it. It has psr issue that require technician to come and repair.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. All available UDI information is being provided. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported issue was inconclusive. The root cause for the reported event could not be determined. It has psr issue that require technician to come and repair. Per follow up information received via task on 29sep2025, the machine passed all the necessary tests as per the service manual. The calibration was shown as due. The device was not returned. The complaint or reported issue was confirmed through other elements of the investigation to not be manufacturing related. The instructions-for-use are found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. No additional actions are needed. Correction: d. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device broke down while a patient was on it. It has psr issue that require technician to come and repair. Per follow up information received via task on 29sep2025, the machine passed all the necessary tests as per the service manual. The calibration was shown as due.